Event description:
It was reported the customer was hospitalized three times in the past. The customer stated they were hospitalized on (B)(6) 2014, but their blood glucose was unknown at the time of admission. The customer also believed the cause of the hospitalization was from their insulin pump over-delivering insulin. The customer was also hospitalized on (B)(6) 2014 because their doctor had instructed them to take too much insulin, causing the customer to pass out. Customer was not wearing the insulin pump at the time of the second hospitalization. The customer did not provide information on their third hospitalization. Customer also reported experiencing a low blood glucose of 47 mg/dl, which was treated with food. It was found the customer did not expose their insulin pump to an x-ray or a magnetic resonance imaging machine. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.